Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device by a field service engineer, the device failed a test step during testing. The device's 3-way solenoid valve, proportional valve and machine flow sensor were replaced to address the issue.

Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device by a field service engineer, the device failed a test step during testing. The device's 3-way solenoid valve, proportional valve and machine flow sensor were replaced to address the issue. The proportional valve and machine flow sensor were evaluated by the manufacturer's product investigation laboratory (pil) and found the proportional valve and machine flow sensor were functioned as designed and operated without issue or error codes. Also, box e has been updated/corrected in this report.